Manufacturer narrative:
Customer described that aries target is n1 and n3, while the hologic target is orf1ab; when luminex only picks up one region, hologic result is negative. A medical science liaison (msl) and field application specialist (fas) worked with the customer to discuss potential reasons for the discordant results between the two platforms. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 273163 on panther instrument sn (B)(4) which had 6 discrepant samples. The wl in question had 6 negative samples customer was questioning since they initially resulted positive on the luminex aries platform. No results were reported as the run in question was a part of a validation study.